Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the returned meter was found to be set to calibration code 26. Before testing was carried out, the meter calibration code was set to 25 as per code number printed on the test strip vial. The meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy occurred at 7:00 am on an unspecified date when he obtained an alleged inaccurate high blood glucose reading of "185 mg/dl" with the subject meter. The patient manages his diabetes insulin (self-adjuster). In response to the elevated result, the patient claimed he took 10 units of novolog insulin then at around 8:30 am, he felt "woozy and almost passed out." During the call, the patient claimed his blood glucose tested "60 mg/dl" at the onset of symptoms on an unspecified device and that he had to call his spouse for assistance for the provision of orange juice as treatment for the symptoms. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.